Manufacturer narrative:
According to the rep, the bone was improperly cut in the inital surgery which might have led to disengagement of the toemate screws. The issue was corrected in a revision surgery by cleaning the bone and implanting a different pin (ferrule lock) from another toemate implant package. The post-op radiographs show properly aligned screws in the bone. No issues were reported since the revision surgery. The surgeon is satisfied with the outcome of revision surgery. Any further updates regarding this complaint will be reported through a supplemental MDR.

Event description:
Patient was implanted with toemate components on 1(B)(6) 2015. It was revealed that the patient developed pain, swelling and infection during a post-op on (B)(6) 2015. Also, the radiograph showed disengaged screw and taper post.